Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received an insulin flow blocked alarm. Blood glucose level at the time of this incident was 282 mg/dl. During troubleshooting, the customer was able to get insulin to exit the device with no alarm. During a follow up call, the customer reported that he recently had a blood glucose level over 600 mg/dl, which was treated with manual injections. Blood glucose level at the time of this call was 522 mg/dl. The insulin pump was not replaced or returned for analysis.